Event description:
It was reported that the patient underwent a posterior tlif at l4-s1. It was reported that the washer on the middle nut came off of the crosslink during tightening of the middle nut. The washer was removed and it was decided to leave the crosslink in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).